Event description:
Customer reported via phone call that they had experienced hyperglycemia. Customer's blood glucose level was 400 mg/dl. Customer stated that the sensor was not adhering. It was unknown whether the auto mode feature was active or not at the time of incident. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.